Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a hemodynamically unstable ICU patient on very high doses of levophed and vasopressin was transferred to radiology for a stat CT scan; the alaris system had been unplugged for less than 30 mins, and alarmed for a "battery failure" and stopped infusing the levophed (the vasopressin was on another pump). The pumps were quickly plugged in, but during the transition the patient's blood pressure briefly dropped and she required unspecified resuscitation measures. There is no report of lasting harm.